Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal right coronary artery with mild tortuosity, mild calcification and 99% stenosis, a balance middleweight (bmw) elite guide wire was advanced, but could not cross the lesion. The bmw elite guide wire was withdrawn from the patient anatomy and a non-abbott guide wire and a non-abbott micro catheter were advanced to the target lesion. The non-abbott guide wire was withdrawn from the patient anatomy and the bmw elite guide wire was advanced without resistance through the non-abbott micro catheter to the target lesion. An attempt was made to pull the non-abbott micro catheter; however, the non-abbott micro catheter and bmw elite guide wire became stuck. Reportedly, the non-abbott micro catheter and bmw elite guide wire were removed from the patient anatomy as a single unit. Once outside the patient anatomy the non-abbott micro catheter and bmw elite guide wire were separated and the same non-abbott micro catheter and same non-abbott guide wire were advanced. The non-abbott guide wire was exchanged for a new non-abbott guide wire and a non-abbott stent was implanted to successfully treat the target lesion. As an experiment after the procedure, the bmw elite guide wire was advanced through the non-abbott micro catheter and resistance was felt around the intermediate coils (3.0-4.5 cm from the very distal end). There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the micro catheter was unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.